Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been severed in three segments; the tip section of the lead was not returned. One of the returned segments showed the tip section of the lead was pulled-apart and fractured off ¿ likely due to the induced damage by the physician when removing the lead during the procedure. A fracture was also noted in the mid-region of the lead body and due to the location and type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
A portion of the rv lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a high out of range pacing impedance measurement of greater than 3000 ohms and loss of capture (loc) in both unipolar and bipolar configuration. Surgical intervention was performed and the rv lead was tested with a pacing system analyzer where loc and a high out of range measurement were still observed in bipolar configuration. The physician decided to explant the rv lead and during an attempt to remove it, the tip of the lead broke just below the clavicle. That portion of the rv lead was properly capped and abandoned while the rest of the rv lead was explanted. No additional adverse patient effects were reported.